Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant was general dysphotopsia. The iol was exchanged for unspecified monofocal lens model 5 months 9 days following the initial implant procedure. Additional information has been received as per surgeon's opinion, product has cause or contribute to the event with no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicated that the company lens 20.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal lens model, 20.0 diopter. This information that the multifocal lens was exchanged for a monofocal lens would suggest that the replacement lens may have been an improved selection for this patient's vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).